Event description:
Livanova received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium several time in the past. The customer did not report occurrences of device contamination to livanova at that time. In detail, mycobacteria were detected four (4) times in 2015, three (3) times in 2016. In addition, in 2016 the device was found contaminated three (3) times with pseudomonas and three (3) times with a combination of mycobacteria and pseudomonas. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in london, united kingdom. Based on available information even if no definitive conclusion could be reached on the source of device contamination, deviation from the from device instruction for use cannot be excluded as potential cause which led/contributed to the reported event.